Event description:
The nurse called animas reporting that the patient has been having erratic blood glucose levels. She said the patient's blood glucose has been as high as 500 mg/dl and as low as 46 mg/dl. Per the nurse the patient did not have ketones and has not had symptoms. The patient has a cold and the nurse thought that might have contributed to the issue. The nurse also says the patient has been making some poor food choices recently. The patient's mother called the nurse and said that she was accidentally filling the pump cartridge with lantus instead of novolog. She said it had been occurring for at least 4-5 site and set changes. She called the (B)(6) hospital and let them know. The patient's basal rate was decreased from 0.45 units per hour to 0.4 units per hour and the patient has changed his I:c ratio. The nurse began checking the patient's ketones every three hours and the patient snacked every three hours. The patient's blood glucose level will be monitored and adjusted. This complaint is being reported because the patient's pump cartridge was filled with the wrong type of insulin, which may have contributed to the patient's blood glucose excursions.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was no evidence of a device malfunction. The pump cartridge was filled with the wrong type of insulin which may have contributed to the patient's blood glucose excursions. The owner's booklet states that only rapid-acting insulin should be used.